Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: m2a 1 pc shell 38mmx54mm, cat: 15-105054, lot 532150; m2a 38mm mod hd -3mm nk, cat: 11-173661, lot: 777660. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during the procedure the surgeon had difficulty removing the stem, which resulted in a trochanteric osteotomy. No further information has been made available at this time.